Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that during product inspection a package was found "broken". Upon further review, the damage occurred to all 54 pieces. All pieces are from the same lot number. No patient involvement.

Manufacturer narrative:
(B)(4). The customer provided two photos for evaluation. The reported complaint was able to be confirmed by the photos. The customer also returned one unit of 528235 visistat 35w 6/box for investigation. The individual returned unit was an unopened sample in its original packaging. The packaging of the returned unit was observed to be damaged, with cracking near the tip of the device where the staples are ejected. The sterile barrier of the returned sample is compromised due to the packaging damage. A device history record review was performed and no relevant findings were identified. A CAPA was opened to further investigate this issue. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that during product inspection a package was found "broken". Upon further review, the damage occurred to all 54 pieces. All pieces are from the same lot number. No patient involvement.